Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump black box history revealed that the patient was inserting batteries that were not fully charged. Unrelated to the complaint, evaluation revealed that the keypad was torn at the up and down arrow buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will br provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt's mother stated that the pump continued to reboot. The pt's mother denied any cracks or dents in the pump body. The threads in the pump look normal. The battery cap reportedly tightens and secures to the pump.